Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h11: the device was received for evaluation. A visual inspection was performed, and a leak was observed from the untightened winged luer cap. Signs of surface roughness were not observed inside the cap when inspected under the microscope. A functional leak test was performed by filling the unit with green color water to the nominal volume. After fill and prime, to ensure the winged luer cap is securely connected to the device, the cap was hand-tightened by manually rotating the cap until the cap could not be rotated further. Thereafter, the unit was monitored until the next day. The next day, no signs of leaking were observed. The reported condition was verified. The cause was determined to be from use error. The product label (IFU, instructions for use) indicates, ¿ensure that the winged luer cap is securely connected after filling and priming.¿ a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the fill port. The device contained 49.3 ml of deferoxamine in 180.7 ml of saline. This occurred after the device was filled and while it was awaiting dispensing. There was no patient involvement. No additional information is available.